Event description:
During routine testing, the user noted that the unit would not power up. There was no pt involved. Tests on the device disclosed a very low capacity battery that was 14 yrs old. It is normal for a battery of that age to have low capacity. No add'l investigation is anticipated. This event is not occurring more frequently or with greater severity than is usual for the device.